Manufacturer narrative:
(B)(4). Date sent: 12/15/2023. D4: batch # unk attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: "does the author/surgeon believe that the ethicon devices mentioned in this article caused/contributed to the reported events in the article? Is the surgeon interested in speaking with ethicon medical and engineering to discuss the event? Please provide 3 thirty-minute windows of time (eastern us time zone) that the surgeon would be available for a call. The ethicon team will pick the time that the most members can participate and schedule." This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot/batch number has not been provided. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported via journal article; title: hybrid coronary revascularization: early outcomes and midterm follow-up in patients undergoing single or multivessel robotic tecab and pci. Author(s): sarah m. Nisivaco, hiroto kitahara, abdul rahman abutaleb, sandeep nathan and husam h. Balkhy citation: doi: I 0.l 177/15569845221137349. The study aimed to review our hcr experience over an 8-year period with robotic totally endoscopic coronary artery bypass (tecab) and pci. This is a single-center, retrospective study of patients undergo­ing hcr with tecab by a single experienced robotic surgeon and team and pci by an experienced interventional cardiology team. From august 2013 to june 2022, of these, there were 306 participants 64 females and 242 males. During the procedure, endopath trocar (ethicon) was used and was placed in the left second midcla­vicular ics. The reported complication included death (n=2), sepsis (n=1) treatment: antibiotics, pericarditis (n=6) treatment: not mentioned, and bleeding (n=2) treatment: not mentioned, new atrial fibrillation (n=32) treatment: not mentioned. In conclusion, in patients with multivessel cad, integrating robotic single and multivessel tecab with pci resulted in excellent early and midterm outcomes. In experienced hands, the robotic endoscopic approach allows the routine use of multiple arterial grafting during hcr.